Event description:
It was reported that the customer is having continuous high blood glucose. Customer stated blood glucose reading one night was 426 mg/dl and afternoon was 375 mg/dl. Troubleshooting was not completed due to the call got disconnected. Called back the customer and left voicemail. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.